Event description:
It was reported that the insulin pump went into threshold suspend mode after being triggered by an inaccurate sensor glucose reading. The blood glucose reading was about 120 mg/dl, compared with the sensor glucose reading of 50 mg/dl. The customer stated that, due to the insulin pump suspending insulin delivery, she would experience high blood glucose levels. She also noted that the alarms would keep her up at night. She declined assistance for the issue. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.